Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported via company representative "did not receive notification that their implant styles were recalled.' Patient also states that "both of their implants have fluid around them." This record will be for the left side. The device remains implanted.